Manufacturer narrative:
The unit had a blank display due to a corroded battery cap contact. The unit was tested with a good battery cap. The unit had normal operating currents, no blank display during testing, and no damage found on the lcd isolation tape. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report that the insulin pump shut off unexpectedly and had a blank display. The customer's blood glucose level was 106 mg/dl. The customer was able to turn the insulin pump back on and performed a self-test that passed. The customer was shipped a replacement battery cap. The customer received the battery cap and stated the insulin pump alarmed battery out limit and the display went blank. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.